Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/08/2016 with the following findings: a review of the pump¿s black box and alarm history showed cs064¿ alarms with high force occurring due to an occlusion during prime. During testing, ez-prime steps were performed correctly with no cs 064 alarms occurring. The pump successfully completed the 24 hour duration test with no warnings occurring. The pump case was removed no intermittent condition was found to the motor assembly. The complaint of a cs064 issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed the battery compartment was cracked at threads on the side. No debris was found in the cartridge compartment. Complaint..3- the pump¿s cover was removed, no intermittent condition was found to the motor assembly. No debris is found in the cartridge compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.